Event description:
Patient underwent ilio-iliac bypass in 2003. Ten days after surgery, perigraft fluid collection was evidenced by CT scans in the retroperitoneal region. Fluid was evacuated by repeated puncture. Current patient status is unknown. It was however reported that fluid collection was still present one month after surgery. It was reported that physician believed that these events are patient related.